Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (flashing display w/ moisture) issue. The reporter stated that the display screen was flashing after being exposed to water. The reporter noted evidence of moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the pump powered on during testing with a blank display screen and visible moisture was observed in the pump. A leak test confirmed leaks in the display lens. The pump cover was opened and the display flex was found to be contaminated. A test screen was installed and displayed normally. Unrelated to the complaint, all the keypad buttons and the audio bolus button were unresponsive during testing due to the moisture ingress from the display lens leak. (B)(4).